Event description:
It was reported that there was a burning smell coming from the 9400 system. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Investigation identified a broken ground pin on the power plug. Clinical engineering called to replace the power plug and complete electrical safety checks. No service required. No add'l info. Any additional info will be reported.